Event description:
It was reported that the customer experienced high bgs (21 mg/dl) and an alarm occlusion. The infusion set and cartridge were changed and the pump in functioning as expected.

Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available a supplemental report will be submitted.